Event description:
Customer was admitted to the hospital for high blood glucose levels and diabetic ketoacidosis. It is possible the patient may have mono according to the patient . Troubleshooting was performed and the pump appeared to be operating normally.